Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2015 with the following findings: during investigation, a review of the pump¿s black box showed a call service cs 064 alarm with occlusion had occurred during normal use. During testing, the pump rewind, load and prime steps were performed successfully and the pump exercised for 24 hours with no call service alarms occurring. The pump was opened and no evidence of corrosion or damage on the motor flex connector was observed. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.